Event description:
On (B)(6) 2017 - a (B)(6) male patient received supartz fx injection to his right knee for osteoarthritis. On (B)(6) 2017 - in less than 24 hours after injection, his knee became swollen and extremely painful. He went to ER. He didn't have any dermal reaction other than swelling 3 times the normal size within hours of injection, with accompanying redness. On (B)(6) 2017 - the issue required orthopedic surgical intervention including drainage of knee. On (B)(6) 2017 - the intervention was performed again. On (B)(6) 2017 - the issue was ongoing.

Manufacturer narrative:
This is a definitive report. This additional information was reported from physician's office. The adverse event term was changed from allergic reaction to injection site swelling. The patient received supartz fx on (B)(6) and had swelling 3 times the normal size with accompanying redness but didn't have any dermal reaction. This was reported from a pharmacist and the physician confirmed the event. The physician considered that it was a potential allergic reaction due to the severity in less than 24 hrs. There were no known contributing factors to cause event. Further information was not available. It was considered that the event could be possibly related to the injection but also could be related to the technique for the injection. (B)(4) the exemption number e2016008.

Manufacturer narrative:
This is a definitive report. This was reported from a pharmacist and the physician confirmed the event. The physician considered that it was a potential allergic reaction due to the severity in less than 24 hrs. There were no known contributing factors to cause event. Further information was not available. It was considered that the event could be "possibly" related to the injection but also could be related to the technique for the injection. Seikagaku corporation is also submitting this report on behalf of bioventus llc as the importer with authorization by the exemption number e2016008.

Event description:
(B)(6) 2017- a (B)(6) year-old male patient received supartz fx injection to his right knee for osteoarthritis. (B)(6) 2017 - in less than 24 hours after injection, his knee became swollen and extremely painful. He went to ER. (B)(6) 2017 - the issue required orthopedic surgical intervention including drainage of knee. (B)(6) 2017 - the intervention was performed again. (B)(6) 2017 - the issue was ongoing.